Event description:
It was reported that the left ventricular lead had chronically high threshold and was electively replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Products: (B)(4) ICD implanted: 2012 (B)(6); 4076-45 lead implanted: 2007 (B)(6). (B)(4).